Event description:
It was further reported, the issue happened during reprocessing ahead of a procedure. The procedure was completed and there was no delay.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: b3, b5, d10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Correction to g3 of the supplemental medwatch (report number: 9610595 - 2022 - 05949). The aware date should be 04-jan-2023.

Event description:
The company representative on behalf of customer reported, the gastrointestinal videoscope exhibited pinhole in the channel and image defect. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer reported, no foreign material was adhered to the scope. It was unknown endoscope was used in a case with foreign material attached to it. The customer stated that, channel tube pinhole was detected during cleaning. Black liquid came out of the bottle after disinfection. It is unknown if there was delay to start of pre-cleaning, if water and air was aspirated through the air/water nozzle and if there were any problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. It was also unknown if air/water nozzle was brushed with a gauze, brush, or sponge and if liquid was sent to the air/water nozzle. The reprocessor used is ihi and the accessories and related anomalies is unknown. The device was returned and customer allegation ¿image defect¿ was confirmed. Due to dirt on objective lens, there is a lack of image on the monitor. Due to damage on charge coupled device (ccd) unit, the image had white dots. Due to a pinhole on channel tube and bending section cover, water tightness is lost. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Objective lens has discoloration. Scratches were found throughout the device. Paint on suction cylinder was peeled. Connecting tube had a dent. Control unit had discoloration. Light guide bundle was slipping down. Control unit was dirty due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Suction cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering the device could not be specified. The nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.